Event description:
Through implant patient registry it was learned that a 27mm 8300ab valve in the aortic position was explanted after an implant duration of 1 year, 3 months due to unknown reason. The explanted valve was replaced with a 29mm 11500a valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: based on the information available, a definitive root cause cannot be conclusively determined.